Manufacturer narrative:
Section h6 device codes (fdd/annex a) which was missed in previous reports was added in this report which pertains to product ID 39565-65, serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called in stating they are needing some information regarding points of contact with tech services dating from (B)(6) 2024. Agent consulted with tech agent to gather all points of contact including engineering communications and logs. Patient stated how they have had to have their implant replaced every year for the last 3 years, and how they need to turn all the points of contact into the warranty department. Patient stated their old rep who retired tried to go into the system but could not find documentation. Patient stated they also tried to work with manufacturing rep but was unable to locate points of contact needed. Agent reviewed all dates of contact from (B)(6) 2024, including engineering communications and logs. Additional information was received from the patient. It was reported that according to the representative and surgeon's office, the battery and paddle leads were sent in directly from the hospital on (B)(6) 2025.

Manufacturer narrative:
Section d references main component and other device include product ID 39565-65 serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 13february2025 per additional information received from manufacturer representative (rep) it was reviewed that explant of ins recommended which has given communication issues with the implantable neurostimulator (ins). They are also planning on replacing the lead as well given the high number of open circuits on the pt's surgical lead. On (B)(6)2025 technical services (tss) sent warranty team info to manufacturer representative (rep). Ins and lead will be explanted tomorrow (B)(6) and they are hoping to use an inceptiv ins. Per additional information from manufacturer representative (rep) on (B)(6)2025. The patient's lumbar system was fully explanted and replaced with a new inceptive implant and will be sending the explanted parts back for analysis. On (B)(6)2025 patient's ins and lead were replaced yesterday. The intellis ins is being returned to mdt.

Manufacturer narrative:
Refer to report 3004209178-2024-06689 in h11 to note the findings for the ins had been sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device product ID 39565-65, serial# (B)(6), product type lead in this 3004209178-2025-02547 report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned as it is duplication of the report 3004209178-2024-06689 which have been already submitted. Therefore this event pertaining to the mentioned device does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were not able to charge their implant and the issue began a couple weeks ago. Patient stated they had been charging their implant for 7 hours and the implant only went from 0% to 30%. Patient service walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient put the battery back into the controller and confirmed controller was charging with a green flashing light. Patient unlocked their controller and saw the message settings not available, do not provide your desired intensity settings. Patient service reviewed message meaning and redirected patient to their healthcare provider. Pt denied and said they saw a manufacturer representative (rep) yesterday who checked and said everything is working like it should. Patient then connected the recharger and confirmed recharging excellent. The troubleshooting steps that were taken on the call resolved the issue. Pt stated there is something wrong with the equipment and demanded replacement recharger, a replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. Patient called back stating they had received replacement recharger; however, the issue had not been resolved. Patient stated they had attempted to charge their implant yesterday and after laying down for about 5 hours the implant charged to about 50%. Patient stated they controller would show excellent with a flashing light for maybe 3 minutes and then would display no device found. Patient noted seeing 97 and 98 in prm. Patient added that today they had been attempting to charge their implant for 2.5 hours and it had only charged for maybe 3 of those minutes. Patient also added that normally they charge at 4:30am and it takes an hour to charge their ins, but over the last few weeks it has been taking longer and longer and they have been seeing the no device found message. Patient stated they try to sit down and put more pressure on the recharger paddle to try and get it to connect better, but this does not resolve. Patient noted issue occurred a year ago and ins was replaced. Agent conferred with ts and it was advised controller be replaced and, if issue persists, patient be redirected to mdt rep to interrogate ins. A replacement controller was sent out. No symptoms were reported. Additional information was received from a manufacturer representative (rep). It was reported that they were able to connect to and interrogate the implant. The rep then called back with the patient (pt) to reiterate that patient can't seem to recharge. Patient got the normal recharge screen for a minute but then it went back to the passive recharge screen again. Rep said the battery was at 30% and then it went down to 20%. Rep was able to interrogate the implant to get a data file and they'll send it in for analysis. Caller states the pt's ins pocket site seems normal, ins appears superficial enough and flat. The caller states she had no issue connecting to ins with clinician programmer. The caller is going to adjust the pt's programming to reflect a more reasonable recharge interval to start. Agent noted that it would not be likely that the external components are the root of the issue and it could be relat ed to the fact that the pt would presumably need to charge fully twice a day, everyday. Additional information was received from a manufacturer representative (rep). It was reported that the controller communication success is highly variable. The patient (pt) can establish a normal recharge screen but will always transition into passive recharging mode while charging the implantable neurostimulator (ins). With tablet telemetry, the communicator must be close to ins to maintain communication with ins. Pt is trying to use their ins therapy but it is taking them a long time to charge in passive charging. Technical services (tss) also reviewed potential need to replace the ins as well. Tss will be following up with engineering and mdt findings and then get back to the rep about next steps. Tss sent warranty contact to the rep. Additional information was received from a manufacturer representative (rep). It was reported that the patient has an appointment with the md for (B)(6) 2025. Tss reviewed information with the caller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b1 and section g2 which was missed in previous report was captured in this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.